Event description:
It was reported that the device worked but the patient was not feeling the vibration sensation. It was clarified that the vibration sensation was a stimulation sensation. The patient needed the stimulation sensation because it felt better with it. This was reported to have occurred on (B)(6) 2014 while she was using her patient programmer (pp). She felt stimulation and then stimulation stopped. She thought the pp needed batteries and tried new batteries but still wasn¿t able to turn stimulation on. When trying to sync with the pp she saw a poor communication screen. When the patient used the implantable neurostimulator recharger (insr) to start the implantable neurostimulator (ins) recharge session she saw the ins charging screen but the battery level appeared to not be very full. No coupling boxes were had. A day prior to this report the patient had all boxes full. The patient verified the location of the ins by feeling it under her skin. It also was stated that she was sitting and getting no coupling and that she had been sitting before when she got 8 boxes. The patient used the antenna locate feature and was still unable to get any coupling boxes. It was noted that no falls or traumas occurred and that it was not possible that the patient had flipped the ins. Follow-up was performed to determine if any troubleshooting had occurred, if the cause of the event had been determined, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).